Event description:
Leica biosystems (lbs) received a complaint of "water in tissue." On (B)(6) 2025, the lbs field applications specialist (fas) investigating this event with the complainant documented, "1 liver biopsy undiagnosable, clinician not recommending rebiopsy." On (B)(6) 2025, the lbs fas also provided the following information, "I learned that tissue was undiagnosable on monday, (B)(6) . I learned yesterday that the clinician was not recommending re-biopsy." On (B)(6) 2025, lbs received information that the customer will most likely decline to provide patient identifiers for the patient where the tissue was undiagnosable.